Event description:
It was reported that the right ventricular (rv) lead experienced increasing threshold and impedance values over time, as well as increased short interval counts (sic). The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the impedance trend on the rv (right ventricular) pacing lead was rising, and oversensing due to non-physiologic signals/sic (sensing integrity counter) were detected. The analyst noted that 40 non-sustained tachycardia episodes with short interval counts (sic) were recorded between (B)(6) 2012 and (B)(6) 2014; with 20 short interval counts (sic) over the last 8 days. The impedance steadily increases from approximately 1000 ohms (B)(6) 2013 to approximately 2800 ohms (B)(6) 2014. The impedance was steady at approximately 2800 ohms (B)(6) 2014.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.